Event description:
The surgeon inserted a three piece silicone lens aq2010v into patient's eye with no problems but the surgeon felt the patient's capsule wasn't strong enough to support this style lens and removed the lens and replaced it with a anterior chamber lens. No incision enlargment or suture required. No patient injury.